Manufacturer narrative:
The lot number was not provided; therefore, a review of the device history records could not be completed. The investigation is currently underway.

Event description:
It was reported during a bone biopsy procedure, the needle tip broke off while inside the patient during removal. The tip was removed successfully. No patient injury.